Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on electrical board was connected incomplete. No damage to the keypad assembly noted. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pup had stuck button alarm. Blood glucose level of the customer was 367 mg/dl. The customer was not able to clear the alarm. The insulin pump will be returned for the analysis.